Event description:
The facility's tech reported an infusion pump with an 812:02 failure code that did not occur during pt use or during biomed testing. The tech stated that there have been no reports of any pt incident involving the pump since the last baxter service event. Add'l contact info was requested but no add'l contact was identified.